Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. It was reported that images (date and modality is unknown), revealed a distal type I endoleak. A reintervention on (B)(6) 2022. The physician placed an iliac branch endoprosthesis on the left side and a ceb231010a & 8lvbx by 79 was used/implanted. The endoleak was resolved. The patient tolerated the procedure. Additional devices implanted and/or related to this event: plc231200/ 23153505 UDI 00733132618569.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc231200/ 23153505 UDI (B)(4). Patient weight: 98 kg. Patient comorbidities: coronary artery disease, hyper thyroidism, hyperlipidemia, type two diabetes, hypertension and sleep apnea. Patient medications: none. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction additional information determined which device had the adverse event reported (distal type I endoleak) on it. The (gore® excluder® aaa contralateral leg endoprosthesis plc231200 lot # 23153505 ) has the allegation of deficiency. The gore® excluder® aaa trunk-ipsilateral leg endoprosthesis rlt261414 lot # 23153505 has no product problem or deficiency caused or contributed to an adverse event/incident for the patient.

Manufacturer narrative:
Correction h6.

Manufacturer narrative:
H6: conclusion coding has been updated.

Manufacturer narrative:
Addition b6.